Event description:
This initial unsolicited device case from (B)(6) was received on (B)(4) 2013 from a physician. This case involves a (B)(6) male pt, who developed pain and "balloon like" swollen knee, whilst receiving treatment with synvisc one. No medical history, past drug, concurrent condition, concomitant medications were reported. On an unk date, the pt initiated treatment with synvisc one injection (dose, frequency, route of administration, batch/lot number and expiry date: location). Synvisc one was injected following disinfection of the place. Later, on unspecified dates, the pt developed pain and "balloon like" swollen knee. It was reported that the pt was hospitalized from (B)(6) 2013. Action taken: unk. Corrective treatment: unk. Outcome of both the events: unk.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with (B)(4) and the conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who developed knee pain and swelling after being treated with synvisc one for osteoarthritis. The role of synvisc one cannot be ruled out due to anatomical proximity; however, role of underlying disease in causation cannot be ruled out.